Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported a right side seroma. Later, healthcare professional reported "late peri-implant seroma on the right", "chronic inflammatory process" and "discreet folds of accommodation" confirmed via MRI. Device was explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs was unable to observe the events as they are all physiological.

Event description:
Patient reported a right side seroma. Later, healthcare professional reported "late peri-implant seroma on the right", "chronic inflammatory process" and "discreet folds of accommodation" confirmed via MRI. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08/feb/2024.

Event description:
Patient reported a right-side seroma. Later, healthcare professional reported "late peri-implant seroma on the right", "chronic inflammatory process" and "discreet folds of accommodation" confirmed via MRI. Device was explanted.